Manufacturer narrative:
A ge rep evaluated the system and determined the x-ray tube was damaged and needed to be replaced. Further repair info is not available.

Event description:
The customer reported the system shut down without command and locked up. There is no report of injury or death associated with the event described in this complaint.